Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the tubing was separated from the third site clearlink in the upstream part. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set with duo-vent spike separated from the y-site clearlink. This occurred while priming the tubing with saline prior to patient use. There was no patient involvement. No additional information is available.